Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2011 with the following findings: the pump black box showed pump not primed warnings following occlusion alarms; the occlusion alarms were preceded by a constant rise in force which the pump detected and alarmed appropriately. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump performed a rewind, load, and prime successfully without alarms. A 29 hour flow accuracy test was performed without alarms and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2011 at around 9:30 pm, the patient went to the ER for a blood glucose reading of 786 mg/dl after receiving multiple occlusion alarms. Reportedly, the patient did not know what the occlusion alarm meant and did not check for any blockage at the time of concern. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged elevated blood glucose. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. During a site change, the patient reportedly did not fill the cannula. There was air bubble issue in the cartridge. The animas representative concluded there was no pump malfunction associated with the alleged event. The animas representative advised to fill the cannula whenever the site is changed and to check for blockage when the occlusion alarm is present. This complaint is being reported due to possible use error and because the patient allegedly had hyperglycemic reading over 700 mg/dl after having multiple occlusion alarms on the animas pump.